Event description:
Philips received a complaint from the customer regarding the v200 device indicating that the ventilator had a ¿patient circuit occluded¿ alarm. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Philips had informed the customer that the v200 was no longer supported, and no repair or part replacement could be offered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.